Manufacturer narrative:
(B)(4). 510(k) # of similar product code of 826631: k914479. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, again a probe with wrong scores over 40mm. Please check probe. No reported patient harm. Issue occurred interoperatively.

Manufacturer narrative:
The sensor was returned for evaluation. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications. Evaluation of the returned device found a film residue over the sensor area that is not part of the manufacturing process. The sensor balance was low upon receipt. Once the film residue was removed, sensor balance was normal. There were slight bends along the catheter body, with suture attached to the catheter material. The device passed all electronic, noise, linearity and signal drift tests. It was confirmed that there was an issue with the sensor. Once the film residue was removed, the device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.